Manufacturer narrative:
The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, review of the alarm log, and functional testing were performed. A damaged battery was noted during visual examination. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had f-94 alarm (configuration option settings checksum is not 0). The identified condition was before use. There was no patient involved. No additional information is available.